Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose level of 958mg/dl. Hospital staff provided insulin to the customer to resolve the issue; however, the customer was unable to provide additional information regarding assistance received. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.